Event description:
It was reported that the patient observed a warning power-on-reset (por) message on their implantable neurostimulator (ins) the day before report. The patient stated that they were only in their home when this occurred. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0am0l, implanted: (B)(6) 2013, product type: lead. (B)(4).